Event description:
The customer (distributor) reported on 6-3-99 that the unit had a strange noise. Unit had been recently overhauled by sechrist in march 1999. The customer reported no functional problems with the unit. There was no pt involvement (per distributor). During servicing of the returned unit at sechrist on 7-24-99, it was also discovered that the mixer's bypass alarm was not working properly. The determination to submit an MDR was based on this finding.